Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, when the device fired, 0.5 to 1cm of the staple line did not have the proper b-formed shape leading to heavy bleeding. Unknown how case was completed.